Event description:
Boston scientific received information that a week after a normal explant procedure for a competitor device took place high out of range pacing impedances and high pacing thresholds were noted on this right atrial lead. The bipolar setting was reprogrammed to unipolar but similar values were obtained. It was noted that during the procedure a week ago both setscrews were checked on the competitor device and right atrial lead parameters appeared normal. At this time the right atrial lead and competitor device remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.